Event description:
It was reported that three hours post vena cava filter implant, the filter was noted to be tilted and had migrated caudally approximately one vertebral body. The filter was successfully retrieved without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.